Event description:
It was reported to boston scientific corp in 2008 that, 7 days after placement of a corflo cubby low profile gastrostomy device, the feeding tube to y-port connection leaked; the device was replaced (unk product/MFR) with no pt complications. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
These codes were selected by the manufacturer based on information obtained from the user facility. Although the complainant indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.